Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a left ventricular (lv) lead showed high, out of range pacing lead impedances. The crt-d and the lv lead remain in service. No adverse patient effects were reported.